Event description:
The customer reported that a patient experienced increased restlessness approximately 20 minutes after the tubings for cisatracurium and fentanyl infusions were changed. There was no report of medical intervention. Although requested, no additional event information was provided. No product return is expected.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.